Event description:
Briefly, I had a intrathecal pump implanted. Morphine was used. Solution was changed from infumorph to unidentified morphine solution. Begged them not to change solution. Contacted original doctor and they warned not to change from infumorph and that the concentration was the correct one for the catheter. They insisted it had to be changed or I would be paralyzed. Serious complications developed-extreme pain in lower spine, vomiting, loss of bowel and bladder function, legs began to jerk non-stop, so severe I couldn't control them. I began to fall as I was walking. Complained to pain management, they didn't listen. Tried to blame it on different things. Emergency laminectomy and duraplasty was performed. Result was permanent neurological damage. I can no longer walk. Many different health problems because of this. Please help. Many others have had serious problems with these pumps. We were never told that they were not meant for morphine. They are baclofen pumps. Medtronic drug infusion system calibration constant 110.